Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply, cpu, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system is a no boot or a slow boot and will not perform fluoroscopy. There is no report of death or serious injury associated with the complaint.